Manufacturer narrative:
G4:20apr2021. B4:20apr2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer and a philips remote service engineer (rse), who confirmed the reported issue. The rse provided the customer with a ventilator service manual and remotely assisted the customer in calibrating the screen. The screen was successfully calibrated, and the ventilator was returned to service. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device's touchscreen button for standby does not always seem to function. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.